Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that caller was trying to put implanted neurostimulators into MRI mode. The right implanted neurostimulator went into MRI mode but the left implanted neurostimulator displayed "MRI mode not available" with information code 2511 2122 22 000. Agent reviewed that an open circuit was detected during the test. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.